Event description:
Report received stated peel away sheath that is removed by snapping two wings together, one wing broke off making it impossible to peel away the sheath. Line needed to be removed. Device in question was sent back to the distributor ((B)(4)) to provide the MFR for eval. Upon review of the device and phone conversation with MFR it was noted by (B)(4), sales mgr that the kit in question ((B)(4)) does not include a peel-away introducer and the device received by (B)(6) was not mfg by neo medical. Device was returned to (B)(6) to the attention of, (B)(6) for further investigation.

Manufacturer narrative:
(B)(4). This report was assessed and determined not to be product manufactured by neo medical, inc. Included in this report is: product label for kit (B)(4) (1.9fr sl PICC without introducer). Letter from distributor (B)(4)stating that the device in question was not supplied in kit (B)(4) and was not mfg by neo medical. Based on the investigation this report is not applicable to a device manufactured by neo medical and considered closed.